Event description:
It was reported that the md had an issue with back bleeding through the valve of the introducer after the proplege coronary sinus catheter, pr9 was removed. There was no patient injury reported. The device was discarded by the hospital

Manufacturer narrative:
The device was not retained by the hospital. The product was not returned and the root cause could not be determined. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Evaluation: since the device was not returned, any manufacturing defect with the device cannot be assessed. However, it is likely that the root cause of the introducer leaking is related to the root cause attributed to similar complaints received for the introrc leaking that have been confirmed. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. A CAPA has been initiated in regard to the introrc leaking complaints. Instructions for use were reviewed and found appropriate. The lot number of the device in this case is unknown; therefore, an DHR review will not be conducted. (B)(4). Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.